Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us, (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -3.0/3.0/93 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem, patient is happy and all is fine. In the reporters opinion the cause of this event was unknown.